Manufacturer narrative:
The other two proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. However, factors that may contribute to the reported difficulties include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional therapy/non-surgical treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that venous closures of both common femoral veins were attempted using proglide devices with an 8f sheath after an interventional electrophysiology procedure. Reportedly, at the right common femoral vein, no suture was present when the proglide plunger was removed. Another proglide device was used to achieve hemostasis. Reportedly, at the left common femoral vein, two proglide sutures were placed, one in each of two access sites. The sutures came out with the device at both access sites. The sutures of two new proglide devices were used, one at each access site in the left common femoral vein, to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.